Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator screen was blank but still ventilating. At this time there was no information of patient involvement reported from this event.

Manufacturer narrative:
Result of investigation: the reported complaint was confirmed and duplicated. The lcd display, 10.4" svga, tgt,vela part number: 66197 has failed. Integrated lcd display assembly is purchased as an off the shelf item that is supplied by a third-party supplier therefore no further investigation will be performed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.